Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative replaced the sipper and pinch valve tubes, cleaned the acrylic blocks of the reference electrode as they contained crystals, replaced the teflons of the "ise and "sipper" syringes, performed an air purge, and calibrated the electrodes. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na, cl, and k results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 164 mmol/l. The repeated result was 138 mmol/l. The initial cl result was 84.0 mmol/l. The repeated result was 101.9 mmol/l. The initial k result was 5.97 mmol/l. The repeated result was 5.02 mmol/l. The questionable results were not reported outside the laboratory. The customer repeated the sample because the results were outside the normal range. The repeated results were believed to be correct.